Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) fault alarm. Log file review was requested, and the periodic and event log files contained lvad_internal_fault / (f59,f46) e2p_crc alarms on (B)(6) 2024. Technical services stated that the error codes were associated with an lvad eprom fault which indicated a transient miscommunication between the pump and the system controller. It was noted that the alarm causes the pump to change the pump speed to 5000 rpm. Technical services also stated that the alarm may be resolved with a power cycle to the pump. Additionally, the log file contained a few low flow estimates as well as sustained low flow hazard events. These events may have been a result of the lower speed change caused by the lvad fault. The doctor decided to just change the controller and the patient benefited from a modular cable exchange since it was starting to show degradation. The site noted that since planning to send back the controller with the fault, no additional log files had been downloaded. The new controller was stated to work great, and speed increased back to 5500. Additional log files were submitted for review, and the event log file recorded a few pump reset event during this history on 19jan2024, 20jan2024, 23jan2024, and 24jan2024. Technical services noted that the event was very brief (< 5 seconds) and likely did not generate an alarm, and that it appeared to be due to an electrostatic discharge (esd) event. The pump was designed to automatically reset when subjected to a high static discharge event and was off for approximately 4 seconds during these resets. The lvad eprom fault was also likely caused by an esd event also.

Event description:
It was additionally reported that the modular cable was not to be returned, and there were no images of the degradation available. The modular cable was stated to have been exchanged since it was discolored, and the outer casing appeared to be worn. The site anticipated if not changed it would have insulation cracks. Details added for additional log files that captured pump resets on (B)(6) 2024, thought to be due to an esd event, pertain to a different patient. The event is covered under MFR #s: (B)(4) (heartmate 3 lvas) 2916596-2024-01059 (heartmate 3 system controller)

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable showing signs of degradation and discoloration was not confirmed. The modular cable (lot number 7446510) was not returned for analysis. No functional issues regarding the cable were reported, and per additional information, the cable was exchanged. The provided log file contained data spanning approximately 9 hours (23jan2024, 4:52 ¿ 13:47 per timestamp); the pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events regarding the modular cable were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 7446510, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.